Manufacturer narrative:
It was reported that the user experienced a fault when using cordis 4f catheter with high pressure connector (non-cordis) and a medrad contrast injector pump. The incident has occurred three times when performing pre-embolisation check imaging when attempting to connect the catheter to the high pressure connector. When connected we would normally aspirate blood through the catheter into the high pressure connector to ensure no air in the system, however at each time this incident has occurred, the connection at the catheter high-pressure connector has aspirated air into the connection system. (B)(4): the device was not returned for analysis nor was a sterile lot number provided. The reported ¿luer hub - incompatibility/fit-with injector tubing/IV tubing¿ was not confirmed as the device was not retuned for analysis. The exact cause could not be determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the information available nor the manufacturing records review suggests a design or manufacturing related cause; therefore, no corrective/preventive action will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00753 and 9616099-2014-00754.

Event description:
It was reported that the user experienced a fault when using cordis 4f catheter (sim1 and c2) with high pressure connector (kimal) and a medrad contrast injector pump. The incident has occurred three times when performing pre-embolisation check imaging when attempting to connect the catheter to the high pressure connector. When connected we would normally aspirate blood through the catheter into the high pressure connector to ensure no air in the system, however at each time this incident has occurred, the connection at the catheter>high-pressure connector has aspirated air into the connection system.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00753 and 9616099-2014-00754.